Manufacturer narrative:
(B)(4). Date sent: 8/25/2020 d4: batch #t5f23f investigation summary the analysis found that one psee60a device was returned with no apparent damage and with no reload loaded on the device. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted. The device was disassembled and no components were dislodged.

Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic right hemicolectomy surgery, after activating the stapler, a cutting component was found into the abdomen. It was attributable to the stapler or refill. The cutting component was extracted. There were no patient consequences.